Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the coeliac artery. A 5.0mmx19mmx150cm express¿ vascular sd stent was implanted to treat the lesion. Within two months of being implanted, it was noted that the stent had fractured and a wire could not pass through. No patient complications were reported.

Manufacturer narrative:
Describe event or problem. Updated. (B)(4).

Event description:
It was further reported that the patient presented due to symptomatic stomach pain. Angiography was performed and the stent fracture was confirmed. A v-18 control wire, thruway guide wire and a non-bsc guide wire were advanced for re-intervention but failed due to the stricture of the coeliac artery caused by the fractured stent.